Event description:
Boston scientific crm received info from the pt's wife that this pt expired twelve days post implant due to a puncture lung which occurred during the implant procedure.

Manufacturer narrative:
No add'l info is available at this time. If add'l info becomes available, this event will be updated.